Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. The patient called to confirm she had successfully shut off the device, and instruction was given/this was confirmed. It was reported the patient is experiencing two side effects. Side effect one was having the urge to go, but they couldn¿t go, and they had a burning sensation since about the end of last week. The second side effect was pain around the device and down the right leg since may 4th. The patient states she has been in contact with the hcp (healthcare professional) about this issue and hcp suggested to turn the device off until next visit. No further complications were reported or are anticipated.